Event description:
It was reported that, " patient has been in pain and on pain medication since the replacement surgery. She has been taking loratab since the knee replacement."

Manufacturer narrative:
An evaluation of the device(s) cannot be performed as the device(s) remained implanted in the patient was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.